Event description:
It was reported that the patient was found unclear. The brain CT (computed tomography) scan found hemorrhagic stroke. The hospital had checked the international normalized ratio (inr) level which was 1.4. The CT of the brain showed the stroke was over the brain stem so the family signed the dnr (do not resuscitate). The site asked the physician about the event and confirmed that it was not related to the hm3 (heartmate 3) pump. Additional information stated that patient passed away. The patient was diagnosed with hemorrhagic stroke on (B)(6) 2021. Information received from the hospital stated that there were some infection of the lung so there was a change to the anti-coagulation. Warfarin was used for anti-coagulation and the international normalized ratio (inr) was checked daily. The death and event were not considered to be device related according to the physician. The pump operated as expected and there wasn't any low flow alarm noted. The product will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Furthermore, a specific cause for the patient's lung infection could not be conclusively determined through this evaluation. It was reported that (B)(6) would not be returned for evaluation. The event was not considered to be device-related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05aug2020. The heartmate 3 lvas instructions for use (IFU) lists stroke, bleeding, localized infection, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr range, as well as considerations for when there is a risk of bleeding. The IFU, as well as the heartmate 3 lvas patient handbook, also provides information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.